Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the double-lumen tube was routinely checked and found that the cuff was leaking and could not be used. There was no patient injury.